Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It should be noted that the mitraclip system instructions for use (IFU), states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported patient effect of death is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article, acute and short-term results of transcatheter edge-to-edge repair for severe tricuspid regurgitation using the mitraclip xtr system.

Event description:
This is filed to report death. It was reported through a research article from seven studies with 31 patients identifying mitraclip devices that maybe related to death post clip implantation. Specific patient information is documented as unknown. Details are listed in the attached abstract titled, acute and short-term results of transcatheter edge-to-edge repair for severe tricuspid regurgitation using the mitraclip xtr system. No additional information was provided.